Manufacturer narrative:
Continuation of d10: product ID#: 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID#: 97755. Serial/lot #: (B)(6). UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found there was insulation damage around the donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for non-malignant pain. The patient reported that they have difficulty charging sometimes. They stated that they have difficulty pairing the recharging antenna and the implantable neurostimulator (ins). The patient also mentioned that it is taking longer to charge. The rep was unaware of any contributing factors. The rep indicated that the patient¿s new program likely uses more energy than the previous program, which would drain the batter faster. The patient also mentioned that resetting the controller often improves the issue. They stated that they will continue as is and will call the rep if they want to further troubleshoot. The issue was resolved at the time of the report. No further complications or patient symptoms were reported or anticipated.- information was received regarding a patient implanted with a neurostimulator (ins) used for non-malignant pain. Manufacturer repres entative reported the recharger cord was cracked and frayed near the paddle connection, both paddle and the black box on the cord get super hot and it takes the patient a long time to charge. It was reported that their tablet connects to the ins fine and it shows ins is 90% charged but the patient¿s controller showed "no device found" and also antennal locate screen. It was reviewed that the antenna locate screen may appear based on buttons pressed on the controller. They did not have another recharger available for troubleshooting. No further complications reported/anticipated. Additional information was received. Manufacturer representative reported the recharger cord was cracked and frayed near the paddle connection, both paddle and the black box on the cord get super hot and it takes the patient a long time to charge. It was reported that their tablet connects to the ins fine and it shows ins is 90% charged but the patient¿s controller showed "no device found" and also antennal locate screen. It was reviewed that the antenna locate screen may appear based on buttons pressed on the controller. They did not have another recharger available for troubleshooting. No further complications reported/anticipated. Additional information from the consumer on 2019-dec-16 reported that they had not been able to charge or use the ins lately with the replacement of the external devices and had been taking pain pills. The device was stuck on screen 13 but with help the patient was able to get their device set up. No further complications reported/anticipated.